Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that she was able to verify the navigation system before trying to push images to it. However, the navigation system would not pop up in the navigation connection. Rebooted both systems and resumed normal functionality. There was no patient impact reported and a less than one hour delay to surgery. This is consistent with a known software issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The release of a new software version fixed the issue. If information is provided in the future, a supplemental report will be issued.